Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose and diabetic ketoacidosis. Multiple attempts were made by tandem technical support to obtain additional information regarding the reported event; however, no information was provided.